Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product showed the lens was torn into two pieces and the optic was torn. There was a clear surgical residue on the product. A lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that after the aq2015a silicone three piece lens was inserted a crease was noted on the lens. The lens was removed without any patient injury.